Event description:
The customer reports the ventilator was connected to the patient. The ventilator lost power and did not revert to batteries. There was no patient injury. The customer states that the ventilator gave a beeping noise for approximately 1 minute. The biomed found f1 fuse on the pc1618 board blown. The fuse was replaced and the ventilator operates to specifications.